Manufacturer narrative:
On (B)(6) 2021 customer reported a pump error 43. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device passed self test. During motor rewind, the device returned a pump error 38. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 38. Unable to confirm or not confirm pump error 43 due to the pump error 38. The case was cut open. After visual inspection, there is corrosion on the home motor switch. There is also corrosion on/around the following: electrical board 2 lcd flex cable terminal. In addition to this, the motor gearbox is jammed. In summary, was not able to confirm or not confirm the customer's report of a pump error 43. On the other hand, a pump error 38 occurred during testing and it's due to a combination of moisture damage, a jammed gearbox, and corrosion on the home motor switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer stated that they were able to clear alarm and they were unable to complete rewind of insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.